Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 3. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp stated that there was no reason for the error message. The tsr informed the hp to use a manual bag. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed, as there was no lot information available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).